Event description:
It was reported that during patient use, the autopulse® platform displayed a "system error, out of service-revert to manual CPR" message, when used with multiple fully charged li-ion batteries. This occurred on a normal size patient. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform was performed and showed no physical damage to the platform. A review of the autopulse archive was performed and the reported complaint that the platform displayed a "system error, out of service-revert to manual CPR" message was confirmed. The archive data shows that sessions occurred on the reported event date of (B)(6) 2015 with no issues. However, a system error 136 (internal parameter corrupted) message was observed in the archive on (B)(6) 2015. Initial functional testing was performed and the reported complaint was able to be reproduced. It was found that the processor board was at fault. Based on the investigation, the part identified for replacement was the processor board. In summary, the reported complaint that the platform displayed a "system error, out of service-revert to manual CPR" message was confirmed during archive review and functional testing. The fault was found to be due to the defective processor board which was replaced to remedy the complaint. Upon replacement of the defective part, the platform was re-evaluated through functional testing and the platform passed all testing criteria.